Event description:
The account alleges that a patient was admitted for cad. Post lhc procedure the patient was evaluated in recovery unit. The patient experienced expressive aphasia and was positively diagnosed with an embolic stroke. The patient was treated and discharged to home with continued impairment and slight expressive aphasia.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.